Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance trend on the rv (right ventricular) pacing lead was decreasing, and pacing capture threshold in the rv (right ventricle) was elevated. One non-sustained tachycardia (nst) episodes with v-v intervals less than 220 ms on (B)(6)-2016; episode only lasted 5 beats, possibly due to electromagnetic interference (emi). After steadily decreasing from 2.5v on (B)(6)-2014, right ventricular capture threshold increases from 1.375 to 2.25v between (B)(6)-2015 and (B)(6)-2016. Right ventricular pace impedance variable but averages 595 ohms through (B)(6)-2015, trend begins to fall from 627 to 456 ohms from (B)(6)-2015 to (B)(6)-2016.

Event description:
It was reported that the patient was brought into clinic due to an episode of noise detected as non-sustained ventricular tachycardia (nsvt) via remote transmission. It was also noted there was high and increasing thresholds and pace/sense (tip) impedance is slowly decreasing on the right ventricular (rv) lead. The patient will be monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.